Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Alleges that while consumer was reclining in her chair to reposition the rear casters gave way, throwing her out of the chair.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded likely abuse.

Event description:
Alleges that while consumer was reclining in her chair to reposition the rear casters gave way, throwing her out of the chair.